Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort. The patient underwent an explant procedure. The explanted devices were discarded and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7079161/7079255.